Event description:
On (B)(6) 2021 the user accidentally banged his head and then could no longer hear sounds with the device. The user has been re-implanted.

Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
On 22-oct-2021 the user accidentally banged his head and then could no longer hear sounds with the device. The user has been re-implanted.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode, as it might be caused by an external mechanical impact appears likely. An impact is mentioned in the recipient's report. However to confirm an exact root cause of failure a device investigation of the explanted device is necessary.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
On (B)(6) 2021 the user reportedly touched his head and then could no longer hear sounds with the device. The user has been re-implanted on (B)(6) 2021.